Manufacturer narrative:
Additional information was added to h4 and h6. H4: the lot was manufactured from february 25, 2020 - february 26, 2020. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The devices were not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) large volume infusors leaked. The sets were filled with 5-fluorouracil with 220 ml diluent solution to a fil volume of 240 ml. This issue occurred during filling before patient use. There was no patient injury involvement. No additional information is available.